Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower extremity pain. The implantable pulse generator (ipg) was placed on the anterior-lateral thigh area. In (B)(6) 2024 the patient noted some communication issues between the ipg and the external therapy discs and then proceded to manually manipulate the ipg within the pocket location. Patient stated that manipulation of the ipg lessened the communication issues, however the repeated movement of the implanted device caused the medical team to become concerned that the device was unstable and potentially subject to being damaged. On (B)(6)2024 the nalu team became aware that a surgical revision was performed on (B)(6) 2024 to create a new pocket in a more medial and anterior position on the patient's thigh area. During the procedure a new ipg was implanted due to concerns around potential damage to the existing one, despite no evidence of malfunction. The existing leads remained implanted.

Manufacturer narrative:
There is no evidence of any external trauma or other obvious cause for the ipg to become unstable within the initial pocket location. The ipg had been implanted and in use for more than a year prior to the communication symptoms being reported. The patient reported being able to manually manipulate the ipg within the pocket, thus suggesting that possibly the device became unstable due to unintended patient interference.